Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that this was an incident in which the inflation valve came off and the foley catheter was naturally removed. The patient was urgently admitted on (B)(6) 2026, and a bladder indwelling foley catheter was placed at 15:55. On (B)(6) 2026, when transferring to a stretcher for an examination, a cap from the inflation valve came out from the bed, but not knowing what it was, it was left at the bedside. On (B)(6) 2026, during perineal cleansing, the catheter, whose balloon was not inflated, was naturally removed. Upon checking the inflation funnel, the cap was missing. At that time, it was found that all the parts belonged to the inflation valve.